Manufacturer narrative:
Product complaint # (B)(6). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. H6. Component code: g07002 - device not returned. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: 1) - please provide product code and lot number. I do not know the exact brand, let alone the catalog number or UDI. My original healthcare provider is (B)(6), md, at (facility). Perhaps you can follow up with him? 2) was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Suture material was used on (B)(6), then removed 2x: once at 10 days post up ((B)(6)), and the remaining material causing the erythema was removed (pulled out) on may 1. No additional support was needed (ie, no antibiotics, no steroids). 3) - was the suture removed in a routine post op procedure? However, it is now (B)(6) and I see additional suture material pushing thru the same site. Not itchy, and not as red as before. I guess not all the material was removed? Per my other dermatologist, the remaining material will hydrolyze away with time, is this correct? This report is being submitted pursuant to the provisions of 21 cfr part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a skin lesion removal procedure on her upper right thigh on (B)(6) 2025 and suture was used. Her doctor used non-coated black suture thread to close the wound site. The site was very itchy but healed normally; after 10 days the suture thread was removed. The site healed but was still red (erythema) until another dermatologist checked the site on (B)(6) and noticed some of the suture thread was still in the healing granuloma/scar. Original doctor then removed the remaining unknown suture material on (B)(6) 2025. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6. Additional information was requested, and the following was obtained via: please provide product code and lot number. Was there any medical or surgical intervention performed (product removed; re-operation; re-closure; prescription steroids; antibiotics prescribed)? If so, please clarify. Was the suture removed in a routine post op procedure? If you could contact me directly by phone, I can provide you more information on this complaint, it is a lot to type.